Manufacturer narrative:
This device has been returned and evaluated. Upon inspection, the allegation could not be confirmed by the engineer. The device was kept running for several days and the device shut down automatically occasionally, which was caused by defective board and it was a quality problem. The appearance and inside of the device were normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during pre-use check of this video system center for a diagnostic bronchoscopy, the device suddenly turned off and could not be turned on. The patient was not in position, not anesthetized. The intended procedure was postponed to the following week. There were no reports of patient or user harm associated with this event.

Event description:
Additional information received: the hospital borrowed a spare device to complete bronchoscopy on the patient later. The patient is in good health.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received. Correction to device evaluation results on the initial: the malfunction was confirmed during testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the intended procedure being postponed occurred because the physician decided to postpone the diagnosis (bronchoscopy) to the following week after confirming the device could not be turned on. The root cause could not be identified. Additionally, the phenomenon of the device not being able to turn on is likely due to power unit failure for cv-170 failure. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.